Manufacturer narrative:
H11: additional narrative the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from india, edwards received notification that a valve model 11400m27 that was implanted in the mitral position was explanted after four (4) hours because the posterior strut was impinged into the left ventricle (lv) wall. Reportedly, the valve was initially implanted after proper sizing without any complication. However, patient had excessive bleeding (around 1ltr blood lost) in ICU, thus it was decided to reexplore the patient. During observation, it was found that the left ventricle was perforated by the valve struct. Consequently, the patient was taken back to the operating room, the left ventricle was repaired and the valve was explanted and replaced by another valve of the same model but one size smaller (25mm). Reportedly, there were no anatomical factors or underlying conditions that could contributed to this event.

Manufacturer narrative:
Added information to section d9 (date returned to manufacturer) and h6 (type of investigation). Updated section h3 (device evaluated by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H3: device evaluation: the device was returned for evaluation. Customer report of strut issue was unable to be confirmed. X-ray demonstrated wireform intact. Minimal fibrin deposits were visible on the leaflets and stent circumference on both inflow and outflow aspects. Sewing ring cloth had multiple cuts around the valve. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Based on the information available, the report of "impinged into the left ventricle (lv) wall with bleeding" is unable to be confirmed as per product evaluation of the returned unit, hence the most likely cause is procedural factors, valve was initially implanted without any complication but bleeding was noticed. After repair the valve was replaced by another valve of the same model but one size smaller (25mm).